Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by clips would not come to the tip and close? He said only come down halfway with full engagement plastic to plastic. Does this mean clips would not feed into jaws of device? They feed but just came down half way in jaws. Did clips not fire from jaws of device? Sideways and then next clips would come out scissored. Did device fire but clips did not close or form? No. Did device drop or eject unformed clips? No. Did device fire both malformed (unformed) and scissored clips? Yes. Was device fired over another clip or hard structure? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon explained on the first one, the clips would not come to the tip and close. The clips came straight down. There were no patient consequences. Case completed with another device of the same product code.